Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ had leakage past the stopper when pressure was applied. There was no report of exposure, serious injury or medical intervention.

Event description:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. The picture sent by the customer was evaluated and it is not possible perform the defect evaluation. The sample provided by the customer was evaluated and submitted to validation test and it was not possible to identify the reported defect, thus it not possible confirm the root cause and the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. The picture sent by the customer was evaluated and it is not possible perform the defect evaluation. The sample provided by the customer was evaluated and submitted to validation test and it was not possible to identify the reported defect, thus it not possible confirm the root cause and the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample was provided for evaluation. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. The sample provided by the customer was evaluated and submitted to validate test and it was not possible reproduce the reported defect to the occurrence, thus it not possible confirm the root cause and the occurrence.

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok¿ had leakage past the stopper when pressure was applied. There was no report of exposure, serious injury or medical intervention.